Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a pin on the distal tip of the unit was missing out of the box.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 3mm double action atraumatic grasper, 29cm, no major dings or scratches were noticed throughout the unit. It was confirmed that one of the drive links that connect the drive shaft to the articulating jaw was missing. Missing drive link was not returned with the product. Please refer to attached pictures. The probable root cause/s could be user mishandling, improper sterilization or user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a pin on the distal tip of the unit was missing out of the box.